Manufacturer narrative:
Event problem and evaluation codes: updated. A finished goods device history record (DHR) review as well as the DHR for the neck flange was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample and photo were received for evaluation. Visual inspection found an additional mark / nick in the lower quadrant of the eyelet below the tear. The location of the lower mark / nick is likely where the bottom of the trach holder rested on the eyelet. The root cause of the reported issue was found to be resulted from the device being in contact with a sharp object such as a trach holder that uses velcro or metal clips. The instruction for use states under warnings to guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Smiths medical recommends using the twill tape holder supplied with the product. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a brand new trach was taken out of the box. Placed on patient and when caregiver went to secure the trach with trach ties the flange broke. No injury reported and no medical intervention, they used their emergency trach.